Event description:
Multiple passes were performed with a silverhawk atherectomy catheter. The follow-up angiogram demonstrated a very tiny perforation. Prolonged inflation with a 3x20mm maverick balloon was performed, which sealed the perforation.

Manufacturer narrative:
Additional information: device not returned to manufacturer for evaluation. Suspected problem identified in results in conclusions.